Manufacturer narrative:
Device evaluation: the pump has been returned and evaluated by product analysis on 12/01/2015 with the following findings: investigation revealed that the display was dim, faded, and discolored. Additionally the battery compartment was found to be cracked in two places.

Event description:
The pump was returned for investigation. Investigation revealed that the display was dim, faded, and discolored and the battery compartment was damaged. This report is made based on results of investigation completed on 12/01/2015.